Manufacturer narrative:
Patient identifier: multiple = (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results on two patients generated on the architect analyzer. The results provided were: sid (B)(6) initial = 152.2 / repeat 6.0umol/l; sid (B)(6) initial = 110.9 / repeat =13.3umol//l. The medic questioned the results prior to clinical decisions being made. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from total bilirubin, list number 06l45-41, abbott manufacturing inc 1921 hurd drive, irving, tx 75038, USA in section d of this report to architect c16000 system, ln 03l77-01 abbott manufacturing inc 1921 hurd drive, irving, tx 75038, USA. MDR number 1628664-2019-00347 has been submitted and all further information will be documented under that MDR number